Event description:
A malfunction on the pump was reported by the caller, but there were no notable events leading up to the issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.